Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, the injection gold probe was positioned within the patient to treat a post-polypectomy bleed. However, the injection gold probe would not emit energy and cauterize the bleed. It was unknown if visible damage was present to the device, or if the device was tested prior to inserting it into the patient. It was also unknown what generator was used, or whether an active cord was used in conjunction with the device. No information was available regarding the procedure outcome. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Additional information regarding the circumstances surrounding this event is not available at this time. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure. According to the complainant, the injection gold probe was positioned within the patient to treat a post-polypectomy bleed. However, the injection gold probe would not emit energy and cauterize the bleed. It was unknown if visible damage was present to the device, or if the device was tested prior to inserting it into the patient. It was also unknown what generator was used, or whether an active cord was used in conjunction with the device. No information was available regarding the procedure outcome. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Additional information regarding the circumstances surrounding this event is not available at this time. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported issue was not able to be confirmed, as the unit doesn't show any problem conducting current. The visual inspection during analysis reveals no anomalies. The device passed all electrical testing.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.